Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample with a cobas e411 immunoassay analyzer. The initial result was 6.73 miu/ml with a data flag. This result was reported outside of the laboratory. On (B)(6) 2022, a new sample was tested on another e411 with a result of 1160 miu/ml with a data flag. The second repeated result was 1249 miu/ml with a data flag. The initial sample was repeated on another e411 with a result of 538.0 miu/ml with a data flag. The second repeated result was 543.4 miu/ml with a data flag. The reagent lot number was 00551036. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer could not find a specific cause. He checked the sample/reagent probe, sipper probe alignments, liquid level detection (lld), and checked for proper bead mixing. He replaced the sample/reagent tubes, the sipper, pinch tubing, primed, and performed a system volume check. He checked all fluidics for possible leaks and performed assay performance checks that were all successful. The customer ran qc and all recovered within their specifications. The investigation did not identify a product problem. The cause of the event could not be determined. The customer was not using the required sample rack adapters and was not following the tube manufacturer's guidelines for centrifugation conditions.